Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer says it seems that the correct amount of insulin is not delivered. She says it seems that the piston of pump makes strange noise and it seems to move incorrectly. Basal correctly set, but patient believes that correct dose of insulin is not supplied. No adverse event alleged. A request was made for the return of the device.